Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently underwent a skin revision surgery on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.